Event description:
Nellcor puritan bennett rec'd a report from a biomedical engineer that the unit did not provide an audio tone during the speaker upgrade performance test. There was no pt harm reported.

Manufacturer narrative:
The unit has been requested back for eval, but has not been returned at this time.